Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was loosely folded. There was no damage to the distal tip or to the shaft of the device. Magnified inspection identified a pinhole in the balloon material 15mm from the tip of the device. Microscopic examination of the markerbands and the balloon material presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 20mmx3.5mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending (lad) artery the lesion contained a >45 and <90 degree bend. A 1.50mmx20mm maverick balloon catheter was advanced for pre-dilatation. However, on the 1st inflation at 10 atmospheres, the balloon was unable to inflate. The device was removed from the patient and it was noted that the balloon was ruptured. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 20mmx3.5mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending (lad) artery the lesion contained a >45 and <90 degree bend. A 1.50mmx20mm maverick balloon catheter was advanced for pre-dilatation. However, on the 1st inflation at 10 atmospheres, the balloon was unable to inflate. The device was removed from the patient and it was noted that the balloon was ruptured. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.